Event description:
Additional information was received from a hcp. The hcp reported that they did not know the patient¿s weight at the time requested. It was indicated that the patient had told the hcp that they changed the batteries in the controller and it seemed to be working. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient did not think the device was working anymore. The reason for call was to ask about how to turn off a device prior to a colonoscopy because patient could not find the patient programmer (pp). There was no patient symptom or harm was reported. A few days later, the healthcare provider reported that patient lived out of state and did not follow up with their clinic anymore.